Event description:
The svc tech discovered the problem of under delivery during svc final testing. There was no pt injury or medical intervention related to the device. No additinal contact info was available.